Manufacturer narrative:
During the initial implant surgery, the trailing haptic was separated from the optic body during delivery, which the surgeon attributed to poor loading technique. The surgeon elected not to exchange the lens at initial surgery, but subsequently decided to explant the decentered lal. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4) .

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6) , was explanted on october 24, 2023, due to not being well centered. Rxsight's first awareness of this event was on october 24, 2023.